Manufacturer narrative:
The event site name in is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and found that the bottom right screw of the pim was hard to remove and would not seat properly. To fix the issue the fse used another pim and was able to get all the screws seated properly. Performance test were completed and the unit was cleared for customer use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) pim screw was found to be cross threaded. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: e1(site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: e1 (initial reporter, event site email). Additional contact information: (B)(6), occupation - biomed). A getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had bottom right screw of the pneumatic interface module (pim) was hard to remove and would not seat properly. Fse resolved the issue by replacing pneumatic module assy, rohs. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The national repair center installed the pneumatic module assembly into the cardiosave test fixture. The nrc proceeded to secure the pneumatic module to the cardiosave. The nrc verified that one of the screws was cross threaded. The nrc verified the failure of a cross threaded screw on the pneumatic module assembly. A cross threaded screw will not allow the pneumatic module assembly to make a secure connection. The pneumatic module assembly failed testing. Retaining the pneumatic module assembly in the nrc per procedure number (B)(4) rev.aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.